Event description:
It was reported the patient no longer had stimulation, and could not communicate with her ipg using her external devices. Replacement devices were unable to resolve the issue. Follow up identified the physician replaced the ipg to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.